Event description:
During an insertion of a perm cath, the micro wire from the micro introducer set was inserted into the potts needle, after blood return. The wire would not advance. The surgeon attempted to remove the wire. A small amount of wire broke off. The surgeon was unable to retrieve it.